Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The keypad output anomalies were confirmed. The following keys were inoperable: (.), #2, #3, #4, #5, #6, #7, #8, and #9 keys. When attempting to navigate through the care area/drug selection, and attempting to input desired parameters the following was observed: when any of the remaining functional keys are pressed an automatic output of the #3 key will occur following the selected key's function (e.g. Numerically: when the #1 key is pressed, 13 will be displayed, alphabetically: when the "abc" key is pressed, ag will be displayed interfering with mdl drug searching opportunities). This was caused by a failed keypad. As a result, the keypad was replaced.

Event description:
It was reported that a pump had broken keypad buttons. Any pt involvement, injury or medical intervention is unknown.